Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4) for the pump and (B)(4) is for the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that patient¿s managing physician believed the pump may have flipped and referred the patient to another physician for a pocket revision. During the pocket revision, the surgeon discovered that the pump was in fact flipped. Upon removing the pump from the pocket, it was discovered that the pump and catheter were no longer connected. The catheter was broken; it was twisted and kinked multiple times. The pump pocket was revised and the pump segment of the catheter was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no known patient symptoms or signs related to the issue. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.